Manufacturer narrative:
No frozen screen noted and time advanced properly. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump was frozen and unresponsive. The customer stated replacing the battery did not resolve the issue. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.